Manufacturer narrative:
The insulin pump was received with loud vibrator motor during self test due to adhesive not adhering properly in vibrator housing. Unit also received with cracked reservoir tube lip and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer's insulin pump was vibrating loudly. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.